Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced loss of glucose values on the ilet display while the dexcom g7 continuous glucose monitor (cgm) app continued to show readings, and support guided the user to toggle settings and reenter the four-digit pairing code, with education that pairing could take additional time to pair. No adverse clinical symptoms reported. Outcomes included no alerts or alarms on the ilet and no medical intervention or hospitalization. User support included remote troubleshooting and user education on correct cgm type selection and code-based pairing. Investigation of this case revealed that the ilet did not receive cgm data due to a configuration or pairing issue, which was addressed by selecting the correct cgm type and reestablishing the cgm pairing. It was concluded, based on previously established findings for similar reports, that the cause was related to cgm configuration or intermittent connectivity disruption.